Manufacturer narrative:
The lens exchange for a shorter lens resolved the problem. Corrected data: the lens was explanted due to excessive vaulting, significant reduction of irido-corneal angles, pigment dispersion, blurred vision, and shallow ac. The lens was exchanged on (B)(6) 2017 for a shorter lens. The patient's post-op best corrected visual acuity (bcva) was 20/20 and uncorrected visual acuity (ucva) was 20/20. (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned dry, in a lens case/vial. There was clear surgical residue/debris on product. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2, -13.0/2.0/090 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vault, significant reduction of irido-corneal angles, pigment dispersion, blurred vision, and shallow ac. A lens exchange is planned.